Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. It was also reported that no capture and no sensing were observed on the ra lead. The ra lead was revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Note for edit was omitted in error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.